Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during routine replacement of this pacemaker for reported normal battery depletion, the device pocket was noted to be severely calcified. The capsule was noted to be so hard, that the device header separated from the device case during removal from the pocket. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was separated from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
It was reported that analysis of this product was completed.